Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported output problem and subsequent delay remains unknown.

Event description:
During preparation for an atrioventricular nodal reentrant procedure, a significant delay occurred. After the patient was prepped, an amplifier error occurred. The reconnect button was pressed, but the error was noted again. The dws and amplifier were power cycled and a new case was started for the patient and the error occurred again. The fiber optic cable between the amplifier and dws was exchanged and both were power cycled, and another case was started. The procedure then started and the error recurred. Reconnection was attempted and the catheters, map, automarks, etc. Were still visible, so the case was continued. The procedure was completed with no patient consequences. After the case, the reconnect button was pressed and no further error was noted and the issue was resolved.